Event description:
Hyperglycaemia [hyperglycaemia]. Gap between rubber piston and piston rod [device malfunction]. Case description: the incident does not represent a serious public health threat. Medical device information: (B)(4). This spontaneous case from (B)(6) was reported by a pharmacist as "hyperglycaemia" and "gap between rubber piston and piston rod" and concerns a female patient (age unknown) treated using two separate novopen 4 devices from and to unknown dates for device therapy due to diabetes mellitus. Patient's height: not reported. Medical history includes diabetes mellitus. On an unknown date, the patient experienced hyperglycaemia during the use of novopen 4 due to diabetes mellitus. There was a gap between rubber piston and piston rod. An ambulance had to be called. The adverse event had never happened before with the same devices. The patient injected herself. The pharmacist will not provide any further information. Outcome was reported as recovered. Analysis result: product: novopen 4, lot no: vv40571. Device conclusion: technical, visual, and functional examinations were performed. No penfill was received along with the pen. The device was tested with a random penfill cartridge and a new novofine needle mounted. The dose accuracy was measured by weighing using a random penfill cartridge. The result was within acceptable limits. During testing of the device it has not been possible to detect any irregularities. Product: novopen 4, lot no.: vv40375. Device conclusion: technical, visual, and functional examinations were performed. No penfill received along with the pen. The device was tested with a random penfill cartridge and a new novofine needle mounted. The dose accuracy was measured by weighing using a random penfill cartridge. The result was within acceptable limits. During testing of the device, it has not been possible to detect any irregularities.

Manufacturer narrative:
Case conclusion: product information (1+2): the devices were found to function normally. Final comment from the manufacturer: the reporting rate of the air-gaps on the novopen 4 has been decreasing since (B)(4) 2007 and is closely monitored by novo nordisk (B)(4). Taking into consideration the number of reported cases with similar root-cause and seriousness, novo nordisk (B)(4) does not evaluate this as a safety concern. Evaluation summary: product: novopen 4, lot no.: vv40571, device conclusion: technical, visual, and functional examinations were performed. No penfill was received along with the pen. The device was tested with a random penfill cartridge and a new novofine needle mounted. The dose accuracy was measured by weighing using a random penfill cartridge. The result was within acceptable limits. During testing of the device it has been possible to detect any irregularities. Product: novopen 4, lot no.: vv40375, device conclusion: technical, visual, and functional examinations were performed. No penfill was received along with the pen. The device was tested with a random penfill cartridge and a new novofine needle mounted. The dose accuracy was measured by weighing using a random penfill cartridge. The result was within acceptable limits. During testing of the device it has not been possible to detect any irregularities. Case conclusion: product information (1+2): the devices were found to function normally.